Event description:
The customer reported the ventilator failed preoperational testing due to a crossover circuit fault. The ventilator was not in use on a patient therefore there was no patient involvement. Upon evaluation of the device the manufacturers field service engineer reported finding the tubing from the inspiratory module to vent port at back of unit was disconnected. The service engineer reconnected the tubing to address the finding. Applicable final testing was completed and tests passed to operating specifications. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation.

Manufacturer narrative:
Disconnected tubing.